Manufacturer narrative:
H11: based on investigation performed on similar cases submitted by other customers, the reported issue can be caused by: - an evo hardware issue; - an incorrect tubing size or material used by the customer. The unit was manufactured in 2011 and no other similar events have been recorded since its installation. Based on the technical intervention, no anomaly was found on the evo components. Therefore, it cannot be ruled out that an incorrect tubing size / material could have contributed to the reported event.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a venous occluder displayed error meaning faulty encoder (e1538) during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the sorin electrical venous occluder (evo). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: a livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. Encoder board and flat ribbon were inspected and worked properly. Subsequent functional verification testing was completed without further issues, re-calibration was performed and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.